Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture.

Manufacturer narrative:
Correction: the correct initial date of awareness is march 11, 2025; not march 17, 2025 as previously reported. Per the clinic, the patient underwent a skin debridement (specific date not reported) around the abutment site which leads to an infection. Subsequently, the patient was administered with oral antibiotics (specific date and duration not reported). The patient also underwent an aspiration procedure (specific date not reported) upon abutment removal. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct date received by manufacturer (g3) is march 17, 2025; not march 11, 2025 as previously reported. The procedure to convert the patient to a transcutaneous osia implant system under general anesthesia is not reportable.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024.